Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality systeinitial reporter occupation: lawyer. (B)(4).

Event description:
Claim letter and medical record received. Claim letter alleges pain and elevated metal ion. On (B)(6) 2020. After review of medical records, visit notes reported that patient experiencing bilateral hip pain. MRI about seven months ago showed very little soft tissue destruction. Visit assessment indicated bone thinning around artificial joint. Added medical history and lab results. Doi: unk - dor: jul 2020; (right hip).